Manufacturer narrative:
The device evaluation has started but is not yet complete. A follow-up report will be submitted after investigation.

Event description:
On 15 april 2024, neo tract was made aware of a 57-year-old patient who underwent urolift procedure on (B)(6) 2024. During the procedure, the implant did not deploy as usual, and the device was tethered to the prostate. With difficulty, the physician cut the suture manually to avoid deploying the urethral end piece and pulled the device through the sheath. The procedure was completed with the final implant, and there were no reported adverse events to the patient. On 23 may 2024, an investigation carried out on the device revealed a broken distal needle tip and a 35 mm needle exposed, still connected to the suture and CT inside with no missing parts.